Event description:
It was reported that the user requested a factory reset of the ilet system following clinician-directed dietary changes and education, with prior history of hypoglycemia and user practices of treating lows with sugar combined with other nutrients that were discouraged by the physician. The session included guidance on setup, nfc activation, supply change, and clarification to set fill cannula to steel for the current steel set, along with confirmation that the user could continue using their existing cgm. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified, and that the issue related to improper or insufficient treatment of hypoglycemia, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.